Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: territory 228 reports that a person that works in sterile processing handed the instrument to the sales rep and said they could not get it apart to clean. No patient was involved. The examination of the returned instrument confirmed the complaint. Although difficult, the components were disassembled and found the spring component deformed.

Event description:
It was reported that a person that works in sterile processing handed the instrument to the sales rep and said they could not get it apart to clean. No patient was involved.